Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms and high threshold measurements. No noise was present. Troubleshooting options were discussed and continued monitoring was noted. No adverse patient effects were reported. The device remains in service.